Event description:
During the revision surgery, the screw shaft just below the screw head was broken and some part of the screw could not be removed and remained in the patient's shoulder joint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.